Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead associated with this cardiac resynchronization therapy defibrillator (crt-d) was revised due to a 250-ohm drop in impedance and low-amplitude r-waves. The atrial lead was also revised as it appeared to have too much slack. No additional adverse patient effects were reported. This device remains in service.